Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, "fluid is visible around the implant", "cysts and multi-cystic areas are visible", ¿suspicion of fibroadenoma (fa)¿. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported "fluid is visible around the implant", "cysts and multi-cystic areas are visible", ¿suspicion of fibroadenoma (fa)¿ diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.